Event description:
Follow-up indicated that the device was removed.

Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced numerous symptoms including pain, anxiety and heart palpitations when the stimulation was on. The device was turned off and the patient is planning on getting the device removed in the future.